Event description:
Related manufacturer reference number: 2017865-2024-00500. It was reported that both atrial and right ventricular (rv) leads were twisted due to twiddlers syndrome. Loss of capture was also noted. Both leads were explanted and replaced. The patient is in stable condition.